Manufacturer narrative:
Other relevant device(s) are: etlw1616c124ej; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. However, it was reported that approximately 3.5 years post index procedure the patient presented emergently with a ruptured abdominal aortic aneurysm. CT showed the aneurysm had increased to 70mm. The physician suspected that this could have been due to a type ia or type ib endoleak. Intervention was not performed as the patient was in shock and their vitals were unstable. As per the physician, the cause of this endoleak was most likely anatomy related based on the patient¿s neck length (14mm) and diameter (22mm). It was reported that the patient expired on the same day from shock. No additional clinical sequelae were reported.